Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt md size 3 PMA, item 159547, lot 2185130, therapy date - (B)(6) 2018; oxf uni cmntls tib sz c lm, item 166574, lot 2037300, therapy date - (B)(6) 2018. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00959 and 3002806535-2018-00961.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement surgery. Subsequently, a revision procedure was performed due to bearing fracture. The surgeon reported metallosis and absence of acl.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. The product has not been returned for evaluation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The bearing fracture has been captured on the associated report: 3002806535 - 2018 - 00959 - 1.

Event description:
Oxford knee revision due to implant fracture.